Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown why the device was at end of life after 8 years. The battery replacement has not been scheduled because the patient has authorization issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins). It was reported that the patient texted the rep a picture of what appears to be the battery in overdischarge. The rep was planning to meet with the rep on (B)(6) 2018. The issue was not yet resolved. Additional information was received from a manufacturer representative (rep). It was reported that the device was overdischarged. A power on reset por) was performed, but the device was at end of life. The rep thought the device would be replaced at a date to be determined. No further complications were reported.